Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as raw spot on back. There was no alleged device malfunction contributing to the irritation. The patient¿s home health nurse placed gauze over the skin irritation. Follow up indicated that the skin irritation improved.